Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the name of the procedure? Hand trauma. What was the date of the procedure? (B)(6). What tissue was the suture used on? Skin. What was the condition of the tissue during initial procedure? Normal. How was suture placed (continuous or interrupted)? Unk. Can you identify the product code of the suture with lot lh3as? What were the patient symptoms? "Sa86g". Were any cultures taken of the wound and results? No. What are the patient age, gender, weight, prior medical history? (B)(6) and male. What is the surgeon¿s opinion as to the contributing factor to the patient event? The reported issue maybe related to suture. Was there any treatment for the reddish and not healed condition? Removed suture from tissue and changed another one to resew. What was the second suture used to resew? Unk. What were the findings of the suture at the second procedure? The healing is good after resewing. What is the patient current condition? Stable.

Event description:
It was reported that the patient underwent hand trauma procedure on (B)(6) 2018 and suture was used. The patient experienced incision skin reddish approximately 7 days post procedure. An additional procedure was performed to remove the suture and close with a different product. The patient condition is reported as stable.